Event description:
It was reported that during device change out for normal eri, the set screws were unable to loosen despite multiple attempts. The physician then chipped away the header in order to untighten the screws. The device was replaced successfully.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The device was returned with a damage header and missing set screws. The cause of the set screw anomaly was found to be silicone, septa material found inside the rv df-1 set screw hex cavity. The svc df-1 and v is-1 ring set screw hex cavities were found to be damaged. The silicone prevented full insertion of the torque driver into the hex cavities, which caused the reported set screw anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.